Manufacturer narrative:
The main component of the system and other applicable components are: product ID pnma01411a004, serial # unknown, product type recharger.

Event description:
The consumer reported that the recharge belt broke and a replacement recharge belt was requested. The patient further reported that the broken belt must be going into her skin and ¿killing her.¿ it hurt when she charged the implantable neurostimulator (ins). The patient clarified that it hurt that area even when she was not charging, but it started hurting after she charged. Since the belt broke, the patient had charged the ins two times. In addition, the pain from charging was worse now. The patient also mentioned that it was probably because she gained weight. The reported symptoms were considered a sudden change in therapy/symptoms, and the reported issues started about 2 weeks prior to (B)(6) 2016 ((B)(6) 2016). Additional information received reported that it really helped but they still had some pain during and desperately after charging. It seem that the patient had to have the belt tight to get "all the bars." The patient reported that they had stimulation 7 and a half years and was getting it replaced on (B)(6). Their pain management physician stated that it was the nerve running from their low back over or near the implant. Replacing the stimulator wouldn't help this part of their back since it was done for sciatica running down the patient's legs. However, replacing it, which was needing to be charged twice a week, would help the pain. The patient¿s indications for use included failed back surgery syndrome.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomalies related to the allegation.

Manufacturer narrative:
Correction: updated to "adverse event".

Event description:
Additional information received from the patient reported that the neurostimulator has given them a pain free new life as they could not live without it. Patient reported that they need the neurostimulator ¿24/7 and it is wonderful¿. The patient reported that one contributing factor to the charging belt been broken and jagged edge going into the skin was because they had mostly charged while asleep which means they were laying on the plastic ring while charging. The patient reported that they will try not to do that anymore. The patient reported that the replacement part was received overnight and the issue was resolved. The patient reported that their new neurostimulator was ¿fabulous and has further increased¿ their ¿quality of life¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.